Manufacturer narrative:
B3 date of event: updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a device leak occurred, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged on a medical regime of apixaban. The patient had a postoperative transesophageal echocardiography (tee) in (B)(6) 2025, and imaging showed a 3mm leak. The patient was taken off apixaban and started on clopidogrel. The patient suffered a branch retinal artery occlusion fairly shortly after. The patient had a computed tomography (CT) scan of the chest which showed a possible 13mm leak around the closure device and was placed back on apixaban. The patient had an emergency department visit last month for a fall where the patient struck their head. The patient did not have a bleed, and underwent a repeat CT scan, and imaging still showed a possible 13mm leak. There was no further information available at the time of this report. It was further reported that the closure device appeared to be slightly canted, which may be exposing a leak beneath the fabric on the opposite side of the closure device. The dimensions of this area were approximately 2.7 mm in width by 14.5 mm in length. It is assumed that the individual who reported a 13 mm leak was likely considering the width of the area, whereas transesophageal echocardiography (tee) still considered the gold standard imaging modality for the closure device focuses on the width of the leak at the vena contracta of the turbulent color jet to determine whether oral anticoagulation (oac) can be discontinued. It was further reported that the patient went to the emergency room (ER) with a fall on (B)(6) 2024 and hit his left eyebrow. The patient went back on (B)(6) 2025 and had hit his right eye and was losing vision. That was when the patient was admitted and given the right eye retinal artery occlusion diagnosis.

Event description:
It was reported that a device leak occurred, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 40 mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged on a medical regime of apixaban. The patient had a postoperative transesophageal echocardiography (tee) in (B)(6) 2025, and imaging showed a 3mm leak. The patient was taken off apixaban and started on clopidogrel. The patient suffered a branch retinal artery occlusion fairly shortly after. The patient had a computed tomography (CT) scan of the chest which showed a possible 13 mm leak around the closure device and was placed back on apixaban. The patient had an emergency department visit last month for a fall where the patient struck their head. The patient did not have a bleed, and underwent a repeat CT scan, and imaging still showed a possible 13 mm leak. There was no further information available at the time of this report.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that a device leak occurred, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged on a medical regime of apixaban. The patient had a postoperative transesophageal echocardiography (tee) in (B)(6) 2025, and imaging showed a 3mm leak. The patient was taken off apixaban and started on clopidogrel. The patient suffered a branch retinal artery occlusion fairly shortly after. The patient had a computed tomography (CT) scan of the chest which showed a possible 13mm leak around the closure device and was placed back on apixaban. The patient had an emergency department visit last month for a fall where the patient struck their head. The patient did not have a bleed, and underwent a repeat CT scan, and imaging still showed a possible 13mm leak. There was no further information available at the time of this report. It was further reported that the closure device appeared to be slightly canted, which may be exposing a leak beneath the fabric on the opposite side of the closure device. The dimensions of this area were approximately 2.7 mm in width by 14.5 mm in length. It is assumed that the individual who reported a 13 mm leak was likely considering the width of the area, whereas transesophageal echocardiography (tee) still considered the gold standard imaging modality for the closure device focuses on the width of the leak at the vena contracta of the turbulent color jet to determine whether oral anticoagulation (oac) can be discontinued.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient codes added. H6: impact code added.